Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2,h3,h4, h6, h11. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a broken cable unit the water tightness was lost. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most probable cause for both costumers complaint and the newly identified malfunctions was traced to component failure . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable was damaged and sometimes displayed streaks in the image. The issue was found during an unspecified procedure. The procedure was completed with the subject device. There were no reports of patient harm.